Event description:
Reporter alleged blood glucose read 167 mg/dl at 1:13 am and customer was not making sense. Customer stated a relative tried to treat him with juice; however, she was unable to do so; therefore, emergency medical technicians (emts) were called. It was reported about 10 minutes later, emts measured glucose to be very low, no exact value provided; however, customer was treated with a glucose IV and taken to the hospital where he was treated again, type was not known. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.